Event description:
Caller reported results of 35 mg/dl and 56 mg/dl on the inform system and a lab value of 88 mg/dl within 10 minutes for a neonatal patient. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
Pt age: patient was less than 24 hours old at time of event but it was not reported if the birth date was (B)(6) 2013. It was unknown if the initial reporter sent report to the FDA.